Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that they have had several episodes of the laser probe not fitting into the trocar. Additional information has been requested.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on december 13, 2017. There were 2046 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. It should be noted that the laser probes are visually inspected during manufacturing to verify the tips are conforming. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).